Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for s308 (can bus error-pmc, left) during infusion on a patient. No information was provided; therefore, specific patient information, pump programming, or event details were not available. This does not indicate a reportable malfunction. However, during verification testing at the service center a kvo whitescreen error was not in the device history.

Manufacturer narrative:
During testing, a review of the device history found a record of "module arctherpy.ccp and process name: apptherapymanager" which is a kvo whitescreen software error. The whitescreen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. The kvo whitescreen error was not duplicated during testing. The customer contact's report of the s308 (can bus error-pmc, left) was noted in the device history but not duplicated during testing. The probable cause for the s308 malfunction was due to the kvo white screen software error. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.